Event description:
It is reported that part of the impactor broke off during surgery. Post-operative x-rays revealed it was in the knee. The patient was returned to the operating room and the piece was retrieved.

Manufacturer narrative:
This report will be amended when our investigation is complete.